Manufacturer narrative:
The elecsys tsh v2 reagent lot number is 882399. A field service engineer (fse) determined that the root cause was defective pinch tubing. The fse replaced the pinch tubing and tested the system, and it was functioning within specifications. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable assay results from multiple patient samples tested on the cobas e 402 analytical unit. The reporter provided discrepant elecsys tsh v2 results for one patient sample. The initial result was 2.700 uiu/ml, and the repeat result was 0.005 uiu/ml.